Event description:
Philips proactive monitoring system showed that on a brilliance big bore system at (B)(6) hospital, the left gantry control panel "in" button, located on the front of the gantry, was stuck engaged. The philips field service engineer (fse) confirmed there was no report of harm to a pt, bystander or operator. The fse reported there was no occurrence of uncommanded motion; according to the customer the system was working normal. The fse reseated the front panel connectors, which resolved the problem.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).